Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full deployment, a post-implant balloon dilation was performed using a 22 mm balloon. Upon removal, the balloon interacted with the medtronic guidewire. This interaction caused the valve to dislodge from position. Subsequently, a second valve was implanted in the patient. Additional information was received indicating that the post-dilation was performed due to a paravalvular leak. The patient was rapid paced during the post-implant balloon dilation. The valve implant depth was originally 4 mm, but it dislodged in the aortic direction. The second valve was implanted at a depth of 3 mm on the non-coronary cusp and left coronary cusp. Additional information was received that the valve dislodged to a depth of 4 mm. The paravalvular leak was severe.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full deployment, a post-implant balloon dilation was performed using a 22 mm balloon. Upon removal, the balloon interacted with the medtronic guidewire. This interaction caused the valve to dislodge from position. Subsequently, a second valve was implanted in the patient. Additional information was received indicating that the post-dilation was performed due to a paravalvular leak. The patient was rapid paced during the post-implant balloon dilation. The valve implant depth was originally 4 mm, but it dislodged in the aortic direction. The second valve was implanted at a depth of 3 mm on the non-coronary cusp and left coronary cusp.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following full deployment, a post-implant balloon dilation was performed using a 22 mm balloon. Upon removal, the balloon interacted with the medtronic guidewire. This interaction caused the valve to dislodge from position. Subsequently, a second valve was implanted in the patient.

Manufacturer narrative:
Continuation of d10: product ID gwbc30 (unknown); product type: 0193-guidewire; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.